Event description:
It was reported that this right ventricular (rv) lead exhibited an increase in shock impedance over the last year, up to out-of-range values. Device data was sent to technical services for further review. No adverse patient effects were reported. This product remains in service.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.